Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted holes in all six seal plugs. The battery status met longevity, and review of the device memory had no resets or errors. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations, however further review determined that the behavior matches devices that generate a fault due to runaway pacing.

Event description:
This report is being filed with analysis results.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant explained that this fault code is due to a runaway pacemaker function. The clinician reported it occurred when she was trying to perform the save to disk function. The consultant could not confirm the reason the fault code occurred or provide recommendations for device follow up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device revealed a fault code (fc) 07. No adverse patient effects were reported.